Event description:
The customer reported the system failed to boot up. There are no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu was reseated and the system interface board was replaced during the service call. The system was tested and found to be working an intended and put back into service.